Manufacturer narrative:
The device history record review did not identify any issues during manufacturing of the device that may be related to the current complaint. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line alarm during therapy (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.